Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant in tooth site # 24 were removed due to fracturing.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2024-01372 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
It was reported that the tsv4b10 implant was removed due to lack of primary stability